Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user_s hearing performance is affected. Reportedly the user experienced a trauma after which the user could only heard whistles, no sound.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. Other mechanical damages found during investigation are attributable to the removal surgery. All the problems given in the recipient report appear to match well with this finding.. This is the final report.

Event description:
The user's hearing performance is affected. Reportedly the user experienced a trauma after which the user could only heard whistles, no sound. The user was re-implanted.